Event description:
Reporter alleged discrepant values between blood glucose monitoring device and a valid lab comparative. Reporter stated meter reading was 37 mg/dl and lab measured 62 mg/dl performed 22 minutes later. Reporter indicated protocol is to treat low blood glucose with either a dextrose bolus or feeding however the patient is on continuous feeding and specific treatment was not provided. Reporter stated controls were tested and found to be "in range." A request was made for the return of the suspect device and replacement product was sent.